Event description:
A female fell at home and sustained aa l1 fracture in 2007. She was brought to interventional radiology on four days later, for a verterbroplasty. An 11 gauge verterbroplasty needle was advanced from a left transpedicular approach into the l1 vertebral body. A total of 1 ml. Of methyl methacrylate was injected into the vertebral body. It was not possible to inject any further due to a malfunction in the delivery system. The procedure was not completed to the satisfaction of the operator.